Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a crack on the insulin pump and high blood glucose levels. The customer's blood glucose level varied between 300 and 500 mg/dl. The customer's blood glucose level at the time of call was 414 mg/dl. The customer treated with a manual injection. The customer stated that endocrinologist changed the settings recently. The customer also reported that the medtronic sticker was missing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.